Event description:
It was reported that the patient experienced hypoglycemia while sleeping, with an initial reported blood glucose of 45 mg/dl and a confirmatory fingerstick of 53 mg/dl; the patient treated with oral carbohydrates including juice and candy, and glucose levels were rising by the end of the call. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution with self-treatment and no hospitalization. Investigation included a troubleshooting and education session conducted by the support agent. Investigation of this case revealed no device malfunction reported or confirmed and no identifiable contributing factor, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the event was most consistent with hypoglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.